Event description:
Hospital staff report that during an open heart procedure and an attempt was made to deliver a shock to a pt. Reportedly the device charged but would not discharge when the shock switch was pressed. Staff removed and reinserted the paddles to verify they were properly seated and attempted to discharge the device again without success. CPR was performed, a back up device and new paddle handles were obtained and a successful shock was delivered to the pt. The pt was converted to a normal sinus rhythm. The reporter stated there were no adverse effects to the pt as a result of device operation, just a delay in delivering a shock.